Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the right plunger case was cracked and a cracked battery door. The pump event history log review showed a motor rate error in history. The reported event was verified during occlusion tests. The technician replaced motor assembly and that cleared up the problem. The root cause of the issue was normal wear, as the parts were over 14 years old. The technician replaced the motor assembly, installed missing cable guard, plunger case seal and power supply shield. Replaced cracked right plunger case and battery door. Replaced position pot, lead screw, both clutch halves and clutch spring due to normal wear. Replaced old style plunger tube. Replaced damaged plunger cable and device passed all functional/delivery tests.